Manufacturer narrative:
During follow up with the customer, it was determined that the customer was using the extended bolus feature incorrectly. The customer would use the extended bolus feature, however, they would not eat heavy carbohydrates, and had no reason for having the bolus extended. This would in turn caused bgs to drop when the rest of the bolus was delivered later, instead of delivering it immediately. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels elevate (300s mg/dl), then drop below 100 mg/dl after eating. Customer addresses elevated bg levels by administering a bolus using the pump via the extended bolus feature. Customer believes he is dropping because of the extended bolus feature and will speak with hcp in regards to how to use this feature properly.